Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure to treat an right coronary artery lesion, the guide wire was successfully advanced across the lesion and multiple devices were used to successfully treat the patient. Resistance was encountered during removal of the guide wire and force was used to removal it from the vessel (contrary to IFU). Fluoroscopy revealed the guide wire tip had stretched, and a portion of the tip coils was in the aorta. Attempts to retrieve the separated portion of the guide wire were unsuccessful. The patient was sent for bypass surgery and removal of the separated guide wire tip.